Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon was leaking solution at the strain relief site during the first inflation. The health care provider reported another balloon was used to complete the procedure. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned for evaluation. The balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 40mm balloon. The balloon was not in its original folded configuration. A complete catheter detachment was noted 0.1cm from the distal end of the y-hub. The catheter detachment was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. Functional/performance evaluation: functional testing could not be performed due to the catheter detachment. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. The investigation is inconclusive for a leak, as functional testing could not be performed due to the poor sample condition (i.e. Detached catheter). It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the ultraverse instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.